Event description:
During remote follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.